Event description:
Customer reported that insulin gauge displayed an amount different than expected, with a fill estimate discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed to call back for further troubleshooting if the issue recurs.